Event description:
It was reported to kendall/tyco healthcare in 2006 that a customer had a problem with the yankauer suction catheter. The customer alleges "the tip on the yankauer suction handle is coming off during surgery. It has fallen into the patient's chest cavity but was recovered."

Manufacturer narrative:
An investigation was made regarding your complaint. The product was released accomplishing all quality standards based on statical sampling. The defective condition was not confirmed as no samples were received for evaluaton. However to address thi complaint with tip detachment a corrective and preventative action at the manufacturing facility was initiated on 12/05/2005. After a root cause analysis was performed, corrections were implemented to include: 100% process pull testing of tip, modifications to timer sockets, specific preventative maintenance activities on the solvent dispenser and operator training. Based on the finding of this investigation and the actions implemented, this type of issue should be prevented. Manufacturing and qa personnel have been notified about the incident. If samples are received an investigation will be re-opened.